Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized following a syncopal episode. Upon review of a 12-lead electrocardiogram it was discovered that the right ventricular (rv) lead exhibited loss of capture (loc). An x-ray was then performed confirming lead dislodgement. A revision procedure was performed wherein the lead was explanted and replaced; the lead was not made available for return. No additional adverse patient effects were reported.